Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the device mode switched, and high pacing thresholds were observed on the left ventricular channel and phrenic nerve stimulation was experienced by the patient. It was decided to explant and replace the device. No further adverse patient effects were reported.